Event description:
A female pt was enrolled in the study in 2008. The target lesion was an in-stent restenosis of a previously implanted 3.0 x 13mm cypher stent that was implanted in the mid right coronary artery (rca) in 2005. The lesion was treated with two 3.0 x 13mm cypher select plus stents. The day after the procedure, the pt had increase of ck which was reported as a myocardial infarction. The event was resolved without sequel.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report #'s 9616099-2008-01006 & 9616099-2008-01007. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.